Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a hepatectomy the balloon burst causing a 10 minute delay to the start of surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.